Event description:
Electrohydralic lithotriptor was being used in or. It was noted that the cables were in the wrong port. As the rn was about to remove the cables, she and the pt experienced a shock. Lithotriptor was removed by biomedical engineering and all the tests performed as per MFR's specs.